Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported while attempting to fixate the patient, two drivers did not function properly. The drivers were turning but the blades were not. The surgeon was able to access the third and fourth posterior rib fractures manually and fixate the patient successfully. No delay or patient injury was reported.

Manufacturer narrative:
The products were returned for evaluation. The product identities were confirmed in the evaluation. The drivers were visually evaluated and they both show signs of normal use. The drivers were functionally tested and found not to function as intended. Therefore, the complaint for both drivers was confirmed. The most-likely cause was determined to be excessive torque applied to the drivers. The device history records were reviewed in the evaluation and no non-conformances were found.

Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. The following sections were corrected: device product code: jey corrected to hrs. PMA/510(k) number: k121589 corrected to k142823. (B)(4).

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.